Event description:
An attempt was made to deploy a 3.0 mm diameter x 24 mm length endeavor sprint rapid exchange (rx) drug-eluting coronary stent in to a pt. However, it was reported that when the relevant device was inserted in the pt, it was noted that the stent was not on the balloon. Ivus confirmed that the stent was not in the vessel. The stent came off during preparation of the relevant device. The pt is reported to be fine and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). (Results, conclusions): incorrect removal of protective sheath. Evaluation summary: medtronic has received the relevant device and its analysis has been completed. The stent was returned on the stylette covered with the protective sheath. Some stent segments were slightly stretched. The balloon had been inflated. Crimp/bake impressions were evident on the balloon.